Event description:
It was reported that after 5 days of use, the catheter presented a hole, which caused phlebitis on patient (because he was receiving hidantal). It occurred after unblocking attempt.

Manufacturer narrative:
The manufacturer has received the sample, and will be evaluated. Results are expected soon.